Event description:
Technician alleged the head hi/low down is drifting very slow over a period of time. No pt impact.

Manufacturer narrative:
The technician replaced the solenoid valve and coil to resolve the issue.